Manufacturer narrative:
H6 and h10: multiple attempts were made to gather additional information regarding the reason for the sapien 3 valve explant, however, the information was not forthcoming. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The reason for the valve explant cannot be confirmed. It is possible that the patient factors and co-morbidities may have contributed to the valve explant. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI reference number: (B)(4).  Investigation is ongoing.

Event description:
As reported through the implant patient registry department, nine months post deployment of a 29mm sapien 3 valve, the valve was explanted and replaced with a 25mm surgical valve.